Manufacturer narrative:
The additional proglide device referenced is filed under a separate medwatch report number. Analysis was performed on the returned device. The reported cuff miss was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause could not be determined as the returned condition indicated successful needle to cuff engagement. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with two proglide devices, using the pre-close technique, via a 5f sheath prior to an interventional ablation procedure. Reportedly, both devices had no suture present when the proglide plunger was removed. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.